Event description:
According to the reporter: during thoraco/lobectomy for the 4th firing for lobectomy, the surgeon fired handle with caetridge with no problem and the firing was successful, however the connector part of sulu and the instrument shaft was broken. The surgeon did not feel resistance especially at this firing. Replaced by a new handle and a new cartridge, the procedure was completed. The status of the patient: no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one stapler. The event report alleges the product was used in a surgical procedure. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate if information is provided in the future, a supplemental report will be issued.